Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the usb cable into the charging port at a certain angle, in order to complete a successful charge. The customer was not able to perform troubleshooting. There was no reported impact to the customer's blood glucose level. A replacement usb cable was sent to the customer. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.